Event description:
The pt's secondary medication (potassium chloride) was free flowing. The flogard 6201 was set to infuse at 100cc/hr. The nurse reported that half of the potassium chloride bag was empty when the nurse noticed the problem. Info was not provided regarding the volume of medication that reportedly free flowed. The director of emergency room reported that they were unsure if the secondary medication was free flowing to the pt or to the primary bag. No pt injury or adverse outcome resulted.